Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called at her home due to her low blood glucose of 31 mg/dl, but the customer did not go to the hospital. No further information was provided.